Manufacturer narrative:
Based on the current information provided, the surgeon believes that the perforation of the membranous part of the bronchus was caused by either the mbf instrument or a 3rd-party instrument which burned tissue, and eventually led to the perforation but is unable to confirm the event by viewing the procedure video. The surgeon does not believe a malfunction of the mbf occurred and hence, the site will not return the mbf for investigation. The mbf has been reused in subsequent procedures. The root cause of the post-operative complication cannot be determined. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted right pulmonary lobectomy procedure, the patient presented with unspecified symptoms on pod #17 and was readmitted to the hospital. Initially the surgeon thought that the patient had a bronchial leak due to poor blood flow in the tissues surrounding the staple line but later on, the patient was found to have a perforation of the membranous part of the bronchus. The surgeon thinks that the injury to the bronchus could have been caused either by a mbf instrument or 3rd-party instrument causing a burn when used to cauterize tissue. The surgeon reviewed the procedure video but could not identify a puncture injury to the lung. The patient underwent a re-operation to fix the perforation with a muscle flap. The cause of the post-operative complication is unknown.

Event description:
It was reported after a da vinci-assisted right pulmonary lobectomy procedure, the patient had a bronchial leak 2 weeks after the primary procedure. During the primary procedure, a third party stapler was used for the resection of the bronchus. The surgeon initially thought that the leak was caused by poor blood flow to the tissue surrounding the staple line as the patient has a history of smoking and 20 years use of steroid. The surgeon did not believe that the leak was caused by the 3rd party stapler as the patient presented with the leak more than 2 weeks after the procedure. Intuitive surgical, inc. (Isi) followed up with the surgeon who obtained the following information: there were no product issues during the primary procedure. There was no unexpected movement of an isi product that caused the injury. The surgeon is unable to provide the symptoms that the patient presented with but stated that the patient presented on post-operative day (pod) #17 and was readmitted. At first the surgeon thought there was a bronchial air leak due to poor blood supply of the tissues surrounding the staple line. However, the patient was found to have a perforation in the membranous part of the bronchus, behind the staple line. There was no leak at the staple line. Now, the surgeon is considering that either the maryland bipolar forceps (mbf) instrument or a 3rd-party cautery instrument used to stop oozing, burned tissue which resulted in a perforation. During the primary procedure, there was a small amount of expected bleeding. It is unknown what was the source of the bleed or which instrument caused the bleed. A review of the procedure video by the surgeon did not identify any puncture injury. The perforation was closed with a muscle flap. The mbf instrument will not be returned as there is no malfunction and it has been used in subsequent procedures. There is no video for isi to review.